Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported problem, the bending section is bend and cut damaging the internal skeleton causing metal protrusion. As a result, the scope failed the air/water leak test. The inspection noted minor dents to the video connector. The customer has received an ¿advance replacement¿ scope. The investigation is ongoing. Therefore, the root cause cannot be determined at thi time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer uretero-reno videoscope¿s ¿bending section of scope is bent and the rubber coating is very damaged. The metal is protruding from the distal tip¿. The customer reported problem was found during procedure and confirmed no death or injury occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the bending section of the scope was bent, and the bending rubber coating was damaged. Therefore, it¿s likely the bending rubber coating was damaged by pushing with excessive force while the bending section was being fixed. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects.¿ the event can be prevented by following the instructions for use which state: ¿do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ olympus will continue to monitor field performance for this device.